Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14feb2020.

Event description:
The customer reported alarm led (light-emitting diode) failed. The service technician verified that the significant event log has multiple entries indicating alarm led failure. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported. The service technician replaced the power switch overlay to resolve the reported issue.